Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell two of six of peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there a leak from an unspecified location that led to this alarm. Renal therapy services (rts) assisted the patient to close all clamps, end the therapy session, and start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.